Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026, it was reported that at around 9-10am, the patient reported her cgm readings were ¿off¿ and she went to her doctor¿s clinic. She was feeling sick, ill, dizzy, and tired. She also started to have chest pain and stated her ¿brain was hurting¿. At the clinic, the patient¿s bg meter reading was taken but the patient could not recall the specific value. No cgm comparison value was reported either. The patient was treated with IV insulin and left the clinic after being there for approximately three hours. It was also reported that the patient was prescribed to take IV insulin ¿2 days a week¿. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.